Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the reported type 1b endoleak. The clinical evaluation additionally found the following potential contributing factors to the reported event, antiplatelet therapy, anticoagulation therapy and patient anatomy. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient was initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2016. A type 1b endoleak was identified by the physician on (B)(6) 2016. The physician elected to implant a limb stent on the right side to seal the leak. There have been no additional adverse events reported for this patient.